Event description:
It was reported that the patient presented via merlin.net experiencing dizziness. Upon review of transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing causing pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: section d6a - the implant date should have been (B)(6) 2009 rather than (B)(6) 2005.